Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 21-23 mm in diameter. It was reported that after implanting the endurant bifurcated stent graft, a distal type I endoleak was confirmed coming from the ipsilateral limb. The probable cause of the distal type I endoleak was due to the ipsilateral limb shifting proximally, possibly due to the physician pushing the limb up during procedure. To resolve the endoleak, an enlw1616c124ej was implanted, resolving the endoleak. However, the right internal iliac artery was covered due to the length of limb that was added. Physician made a comment stating the length of limb that was added was too long. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Incorrect technique/procedure (implanting the device covering the vessel). Conclusion: operational context contributed to event (implanting the device covering the vessel).